Event description:
It was reported by the rep that the device was used during a laparoscopic colectomy. It was reported the general surgery coordinator said that during the case, while transecting the sigmoid colon, the stapler would only cut a few millimeters at a time. The surgeon had to utilize many reloads and several staplers to get across the colon (as many as sixteen reloads between four different guns). The staplers being returned failed to function as they had expected. When the first stapler failed, subsequent were opened and fired, some only traversing a few millimeters and others not at all. The case was completed with these staplers. No other staplers were required. The anvil was noted to have "dislodged" on several of these staplers.